Event description:
Add'l info rec'd from MFR 7/26/00: in response to report, the product has not yet been returned to MFR for evaluation and is still "promised" for return. If the iab is returned, MFR will provide the requested info as soon as the item is evaluated.

Event description:
Aorta was dissected while on intra-aortic balloon pump requiring emergency corrective surgery. Pump and balloon were tested by factory trained personnel and found to be operating properly. Pt movement may have contributed to incident.